Manufacturer narrative:
Concomitant medical products: product ID: ddbc3d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart failure with shortness of breath, weakness, and possible stroke was suspected. There was intermittent undersensing causing false termination of some atrial tachycardia/atrial fibrillation (at/af) episodes. Additionally, it was noted the patient's heart was in the 20s to 30s and was below the implantable cardioverter defibrillator's (ICD) programmed lower rate. The right atrial (ra) lead and ICD remain in use. No further patient complications have been reported as a result of this event.